Event description:
It was reported that one day post-implant, diaphragmatic stimulation occurred in the patient in the left lateral decubitus position. The left ventricular (lv) lead output was reprogrammed and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.